Event description:
It was reported to philips that the ac power cable is damaged. There was no patient involvement. The customer requested that an authorized service personnel (asp) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty ac power cable. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the ac power cable. The customer was advised to replace the ac power cable to return the device to working condition. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.